Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j14024 and h11j14024 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was unknown. Treatment rendered for the event was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.